Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, chemotherapy around time of implant placement, blood coagulation disorder, immediate implantation, pain, numbness, inflammation, mobility.